Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hysterectomy and the closure of the vaginal vault, the device was used. The needle broke into 3 pieces. The needle broke and also detached from the suture. A CT scan and x-ray were done.